Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/03/2015 with the following findings: the pump powered on with the returned battery cap which was able to be fully tightened. The battery compartment was found to be intact. The black box dates were observed to be from 02/03/2015 to 02/11/2015. The black box and alarm history information from the date of the initial complaint was found to have been overwritten. The initial complaint could not be duplicated during the investigation. The current black box showed no evidence of a short battery life. The current draws were found to be within specifications. The pump case was removed for further investigation and there was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.